Manufacturer narrative:
(B)(6). Date of report: 06aug19. The manufacturer's field service engineer confirmed the reported problem and replaced the data acquisition printed circuit board assembly to correct this reported condition.

Event description:
The customer reported a ventilator with a low pressure issue. There was no patient involvement / harm.